Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube there was underfill or low draw of a tube with blood, and overfill. The following information was provided by the initial reporter: translated to english. The customer stated: today I met the dr. And colleagues who are responsible for accepting and handling coagulation samples. I have verified that today all the tubes were not overfilled to below the emogard safety shield. They were all correctly aligned up to under the cap, some however had an insufficient volume below our embossed line. (Dependent on incorrect sampling) unfortunately, I found that the function of our minimum indicator was not clear.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill and underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill and underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube there was underfill or low draw of a tube with blood, and overfill. The following information was provided by the initial reporter: translated to english. The customer stated: today I met the dr. And colleagues who are responsible for accepting and handling coagulation samples. I have verified that today all the tubes were not overfilled to below the emogard safety shield. They were all correctly aligned up to under the cap, some however had an insufficient volume below our embossed line. (Dependent on incorrect sampling) unfortunately, I found that the function of our minimum indicator was not clear.